Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 6.9 mmol/l and 23.9 mmol/l; 20.5 mmol/l, 8.7 mmol/l, 6.4 mmol/l, and 11.2 mmol/l. The comparisons were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).